Event description:
Hrd crw head ring drive weld on notched rim of the stainless postholder separated from the disc. It was retained only by two stainless dowels - if these also failed the post would have rotated on the postholder, endangering the pt. The failure was discovered during pre-surgery inspection of the headring, and the postholder was replaced with a spare, without further problems.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.